Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was unable to be confirmed; however, there was a tear in the shaft which is likely what was perceived by the account as the rupture. The physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified, heavily tortuous, 90% stenosed, distal left anterior descending artery. The 2.75x38 mm xience prime stent delivery system (sds) crossed the lesion; however, resistance was felt during crossing due to the severely calcified vessel. During inflation of the balloon the balloon ruptured. The sds was removed from the anatomy without issue with the stent still on the balloon. A non-abbott sds was used to complete the case. No adverse patient effects were reported. A non-abbott stent delivery system was used successfully to treat the lesion successfully. No clinically significant delay in the procedure was reported. No additional information was provided.